Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's caretaker stated at 5:15pm, she noticed the patient was having a low event by her actions. She indicated the cgm was displaying 64mg/dl and when she performed a finger stick, the patient's bg value was 32mg/dl. The caretaker administered the patient with a glucagon pen and shortly after, the patient had a seizure; however, the patient did not have outside medical intervention assistance. At the time of contact, the patient was active. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined. Reportedly, the patient did not calibrate after the inaccuracy. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again.